Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the power cord was damaged. A field service engineer confirmed that the issue was resolved by customer. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a damaged power cord unable to plug back in. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.